Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the sensor needle would go into the body but the sensor was stuck to the tape and could not be inserted. There was no visible damage to the inserter. Customer's blood glucose was 5.2 mmol/l. Customer agreed to return the product for analysis.

Manufacturer narrative:
Analysis unable to confirm adhesive anomaly on opened/used sensor.